Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away from arterial sclerosis and complications of diabetes. The customer was wearing the insulin pump at the time of death and the customer's brother has agreed to return it for analysis. Nothing further was reported.